Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple devices experienced system performance issues during reboot and download processes. The customer reported that the devices appeared to freeze while rebooting or downloading, with the loading indicator stopping or continuing to spin for several minutes. The issue was reported to be occurring on multiple machines.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 30-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, it was determined that the windows updates had been installed around the time the issue. A technical support specialist (tss) verified that the stations were configured for automatic reboots during scheduled overnight maintenance windows and determined that a manual reboot may have triggered the installation of pending updates. Further review confirmed that all stations were operational with no outstanding issues. Tss also advised the customer on station reboot practices and recommended scheduling manual reboots during non-operational hours to minimize disruptions caused by windows updates. The system functioned as intended after the technical support specialist investigated the device.